Event description:
It was reported that the pt was being scheduled for a lead revision because the pt was experiencing spasms of her sternocleidomastoid muscle. This is believed to be caused by current leakage from the lead. The spasms began following a fall during a seizure as per the surgeon's office. It is unk if the intervention is to preclude a serious injury. Attempts for the return of the explanted lead are in progress.